Event description:
It was reported that a user experienced dexcom g7 continuous glucose sensor pairing and signal loss while using the ilet system, after which troubleshooting and education were performed and pairing was restored; the user¿s blood glucose was elevated at 351 mg/dl. Symptoms included hyperglycemia. Outcomes included the need for troubleshooting with follow-up. Investigation included technical support review and troubleshooting of connectivity. Investigation of this case revealed a sensor communication issue that resolved after standard pairing steps. It was concluded that the event was attributable to a dexcom g7 sensor malfunction that led to temporary signal loss and resultant hyperglycemia, with the ilet system functioning as designed after resolution. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.